Manufacturer narrative:
A hill-rom technician inspected the bed and confirmed that brake was not functioning on the pt right side. Technician stated that retaining nut was loose and tightened nut. Brakes are now working correctly on both sides.

Event description:
Brake on right side not working.